Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2088tc x2 competitor implantable pacing leads, (B)(6) 2012. (B)(4).

Event description:
It was reported that approximately two weeks post implant there was drainage from the implant site and a culture confirmed infection. It was also noted during the wound check that there was a hematoma at the end of the incision site which was tender and reddened. The wound was debrided and medications were prescribed. The lead is still in use. The patient was enrolled in the system longevity study. No further patient complications have been reported as a result of this event.